Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. The battery compartment was reportedly cracked and there was evidence of moisture corrosion in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2014 with the following results:a review of the black box showed unexplained reboots. A battery compartment crack was observed and the battery cap threads were damaged. No moisture was found in the compartment; however the pump failed a leak test at the battery compartment. The cap was unable to maintain an electrical connection. A test cap was used and the pump was able to power on with no power loss. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The keypad cover was peeling at the contrast button; the keypad buttons¿ responsiveness could not be tested due to the display issue. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.